Event description:
The patient came in reporting pain due to a leg length discrepancy and the cause is unknown. About 3 months after the primary surgery, the surgeon revised the head and and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 6 april 2023: lot 2204277: (B)(4) items manufactured and released on 19-may-2022. Expiration date: 2027-may-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.